Event description:
It was reported that bd needle sftygld 25x1 rb mck needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. This needle came detached from the leuer lock and was in the patient's arm. (B)(6) 2026: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. It was unclear if the patient received the full vaccine or not since the needle came out and some fluid leaked afterwards but it was assumed that they received the majority of the vaccine. No injury noted, rn removed needle that was left in patient's arm. Can you please provide an exact date of event in format dd-mmm-yyyy? 22-12-2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. One sample and one photo were received. Visual inspection showed that the sample lacked a plastic shield, the needle was separated from the hub, and approximately 40% of the needle outer diameter was covered with epoxy. The reported issue was confirmed through sample analysis, and the photo provided was consistent with the condition of the received sample. A probable root cause is a potential jam at the cannulator that may have created the defect and subsequently went undetected in later processes. Verification of the cannulator was performed, and the equipment settings and product flow were found to be correct. A device history record review was completed for material number 306616, lot 5093367, confirming that all in process and final visual inspections were performed as required, with no quality notifications related to the reported condition. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and complied with applicable product specifications. Complaints received for this device and condition will continue to be tracked and trended, with information documented in monthly trend reports. The business team regularly reviews this data to identify and monitor any emerging trends.

Event description:
No additional information was provided.